Manufacturer narrative:
Additional information - block h7 manufacturer evaluation: the device was returned to the manufacturer for physical evaluation. A visual examination of the device was performed which revealed a distal braze failure. The braze failed which caused the jaw assembly to separate from the instrument shaft. Additionally, shrink tube was not to be peeling away at the distal end of the instrument. An investigation of the device manufacturing records was conducted by the manufacturer for the lot # of the device in question. No non-conformances were reported. All device history records (DHR) are reviewed and released according to documented procedures and a device is not released if it does not meet requirements or is nonconforming. Additionally, historical scrap rates were reviewed with no increase observed in scrap related to the complaint issue. The investigation into the cause of the reported problem was able to confirm the failure mode of a distal braze failure. In addition to a supplier corrective action request (scar) being initiated, a corrective action/preventive action (CAPA) was opened by aesculap inc. For further evaluation of the design transfer of this device.

Event description:
It was reported to aesculap inc. That a prestige retr grasper dbl-act 5mm (part # 8361-10) was in need of repair. According to the complainant, during testing in sterile processing, a proximal weld separation occurred. The complaint device was returned to the manufacturer for evaluation. No patient involvement. Although requested, additional information has not been made available. The malfunction is filed under aic reference (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.